Event description:
It was reported that the device did not recognize the syringe. No patient injury was reported.

Manufacturer narrative:
Operator of device are unknown; no additional information was received. A pump was received for evaluation in good condition with no external visual damage. Functional testing of the syringe size sensor was performed. The syringe size sensor was found to be out of calibration. The root cause was attributed to normal wear of the device. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).